Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of failed continuity test to be related to the customer reported complaint. The instrument failed electrical continuity test. There is no obvious damage to the conductor wire upon preliminary inspection. The instrument was further investigated and tested by the failure analysis engineer (advanced failure analysis). Instrument failed electrical continuity. When disassembling the instrument, the conductor wire was found to be broken in the proximal end near the main tube/roll gear junction. The root cause of this issue is attributed to be manufacturing related. A review of the instrument log for the maryland bipolar forceps instrument (part# 471172-16/ lot/serial# k10210927 0213) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 6 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: advanced failure analysis confirmed conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps instrument was not energized. A backup instrument of different kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information.